Event description:
It was originally reported that the pt's stimulation would go up when she turned it down. The pt took an ambulance to the ER and was admitted. The device responded appropriately to the pt programmer. The ER physician turned the device down and off. The pt felt it go off. The pt is in good condition and was recommended to f/u with her healthcare provider. It was later reported that the pt had no stimulation. She has had her device reprogrammed many times. She lost stimulation after one week of being reprogrammed. She has had no therapeutic effect since implant. She was re-directed to her healthcare provider. The hcp does not believe the pt's signs and symptoms are related to the device. The pt has had emotional changes, dizziness, lack of effect, pain and psychological problems. The pt's pain was not consistent. She had pain when the device was off. The pt had been reprogrammed multiple times. She would not follow instructions. She was told to leave her device off. No complications were reported.

Manufacturer narrative:
.